Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The device is currently under investigation by a third-party service center for the allegation of a failed test step. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The device is currently under investigation by a third-party service center for the allegation of a failed test step. If additional information becomes available a supplemental report will be filed. New information/ evaluation: the technician confirmed the replacement of the trilogy ev300 ventilator front panel was replaced to resolve the issue of a failed test step. The system meets the specifications for the performed service and is returned to use. Bow h coding was updated.